Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : observed, crease fold. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Physician reported left side capsular contracture baker grade iii. Device has been explanted

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture baker grade iii. Device has been explanted.